Event description:
The facility reports during lifting of the resident, the spreader bar detached from the lift mast and the patient fell back in his wheelchair (2 inches). No injuries were reported.

Manufacturer narrative:
The parts of the spreader bar were returned, in the condition they were found after the incident, to the manufacturer for evaluation. The following observations were made: tool marks and wear marks show the spreader bar was disassembled and reassembled. The steel washer was not reassembled correctly. The steel washer should be in the lower part of the assembly, but was inverted. The consequence was the spreader bar holding by a plastic washer. Friction made by the nut left abnormal wear marks should not be present, as the plastic bushing would normally be protected by the steel washer. The spring pin was not centered in its anchor point and was very easy to remove. The floor lift was in service at this facility since august 2000. It is probable the incorrect spreader bar assembly had been done some time before the incident. This is the only incident with this failure mode that has been reported and as such is considered an isolated case. The manufacturer concludes the event was caused by customer error during maintenance or repair. The manufacturer recommends retraining the facility personnel responsible for the equipment maintenance. All similar lifts at the facility should be inspected and the findings of the inspections communicated to the facility, along with the required repairs or replacements. All activities should be documented.